Event description:
Additional information received from the hcp indicated "no overdose"; the pump contained gablofen. Patient outcome was noted as no injury (please refer to MFR report # 3004209178-2012-03065 for the previous system replacement due to "catheter blockage" mentioned in the initial report).

Event description:
It was reported that after surgery, the patient could not feel their legs at all and was completely flaccid. It was indicated per tele that on (B)(6) 2012 the baclofen was 2,000 mcg/ml, 299 mcg/day and was changed to 10 mcg/day. The patient was now receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Explanted, product type: programmer physician, product ID 8709sc, lot #, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: catheter.

Event description:
Following infusion system replacement due to catheter blockage the dosing was decreased from 1,400 mcg/day of baclofen to 600 mcg/day. The 600 mcg/day was too much and the patient experienced overdose symptoms. The pump was programmed to minimum rate. The pump contained 2,000 mcg/ml of baclofen and was refilled with 500 mcg/ml of baclofen. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.